Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/27/16- pfs and medical records received. Iin addition to what was previously reported, the revision surgery notes report pseudotumor, ¿minimal trunnionosis¿ on stem, with one black dot on head, and no fractures observed. Pfs alleges metallosis.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head, liner, and femoral stem. Per procedure, the femoral head and liner devices are exempt from device history record review. Review of 2459631 femoral stem device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states patient has osteolysis. Update rec¿d 01/21/2015 - patient's medical records were received. Medical records were reviewed for MDR reportability. Medical records indicate the patient was experiencing pain. On (B)(6) 2014, it was noted the patient had a recent onset of a systemic rash that appeared to be allergic in nature but the origin of the rash was not confirmed. According to the medical records the CT scan on (B)(6) 2014 revealed a nondisplaced fracture at the junction of the left superior pubic ramus and the anterior wall of the left acetabulum. Also noted in the medical records, the patient had an increased cobalt level. At this time the patient's acetabular cup and stem are being added to the complaint. At this time there is still no indication the patient has been revised. The complaint was updated on: 02/12/2015. Update rec'd 2/3/2015 - sales rep reported revision surgery. Patient was revised to address pain. The complaint was updated on: 2/16/2015.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 4/22/2016: litigation received. In addition to what was previously reported, litigation alleges discomfort and metal debris. There is no new information that would change the existing investigation. This complaint was updated on: 5/2/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.